Event description:
It was reported that the pump touch screen was mixing pixels. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.